Event description:
Reportedly, after the suctioning was done and placing the pt back on the ventilator, the ventilator showed all red lights flashing and gave a low pressure alarm. The alarm could not be reset and the lights kept flashing. The pt was immediately manually ventilated and then switched to a backup ventilator. Later, in an attempt to solve the problem the ventilator was shut off and turned back on and a "service needed" message was in the monitoring window. Please note that there was no serious injury or death in this case.

Manufacturer narrative:
Eval summary: after investigation of the returned ventilator, the reported problem with low pressure alarm and red lights flashing could not be duplicated. The ventilator was sent back to its MFR. Eval at the MFR site did not find problems on the returned ventilator after running the ventilator for 72 hours. The problem was most likely occurred due to an esd interruption which exceeded the standard limits.